Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for a failed battery alarm found on (B)(6) 2021. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery alarms observed during testing or when inserting the battery. Device was cut open to perform visual inspection and no moisture or physical damage was found on electrical board 1, electrical board 2 or the motor. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. In further full review of the insulin pump history, found failed battery test alarms on the event date of (B)(6) 2021 at 10:43:20 am, 10:46:13 am, 10:47:48 am and 11:03:46 am. No proceeding battery alarms noted on the event date. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing overlay and scratched case. Customer allegations for failed battery alarm not confirmed during testing or when inserting the battery. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm when they replaced battery in insulin pump. Customer stated that they had tried multiple batteries but issue persist. Customer stated that to resolve the issue they need to place insulin pump in storage mode every time and then place battery. Customer stated that battery compartment was compact. Customer stated that battery cap was intact but as per advised to try with new battery cap but issue persists. No harm requiring medical intervention was reported. The device will be returned for analysis.